Event description:
Customer reported an issue with the panorama central station which may have affected telemetry monitoring. No patient injury was reported.

Manufacturer narrative:
The device was evaluated. Corrections included replacing telemetry interface module power supply.